Event description:
It was reported that bmc transseptal sheath was selected for use. It was mentioned that during the preparation of the sheath, hair or something similar was noted on the wire. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.